Manufacturer narrative:
A medtronic representative, following up with the site reported that the surgeon alleged the revision surgery could have potentially been avoided if the imaging system was able to take the post-op images. However before the revision surgery, the post-op images taken by the c-arm in the first surgery, were re-reviewed by the surgeons and both confirmed the misplaced screws appeared on the c-arm post-op images. The screws in the l4 vertebra were placed below the pedicle and in the foramen. The medtronic representative reported the revision procedure went smoothly. The navigation system and imaging systems functioned as expected during the revision procedure. No parts have been received by the manufacturer for analysis. A medtronic representative performed an imaging system check-out, all areas passed.

Event description:
A medtronic representative reported that while in a spinal fusion procedure the screws in the l4 vertebra were misplaced. The surgeon was using a navigation and imaging system to place the screws but did not allege any inaccuracy during use. At the end of the procedure, the imaging system experienced a frame rate error which prevented use of the imaging system for a confirmation spin. The site opted to complete the procedure without the use of the imaging system and used a c-arm to take post-op spins. The misplaced screws were not identified until the patient complained of pain after the completion of the procedure.